Manufacturer narrative:
On 13 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: partial hip revision surgery (stem and head) occurred 2 years after primary cementless tha. The single pre-revision radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 7. The stem is slightly proud from the femur, or perhaps the resection plane is rather low, probably due to the patient's anatomical characteristics but leg length discrepancy and femoral morphology cannot be assessed on the basis of a single monolateral fluoroscopic image. Aseptic loosening is a possible adverse event after primary tha and causes are often unknown. According to the information collected, the reason of this failure cannot be determined. Batch review performed on 16 october 2017. Lot 150011: (B)(4) items manufactured and released on 28 april 2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem and head. The surgery was completed successfully.